Event description:
No harm to patient. Unable to fully advance introducer during procedure (PICC insertion). Retracted introducer to further assess equipment. Outer introducer has slit on end slightly petaling outward.